Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no: 309657 batch no: 9058604. It was reported that during use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip while the nurse was giving an injection the plunger bent, resulting in a needle stick. The following information was provided by the initial reporter: one of the nurses was giving injection and stuck herself with needle due to the plunger bending.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 309657, batch no: 9058604. It was reported that during use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip while the nurse was giving an injection the plunger bent, resulting in a needle stick. The following information was provided by the initial reporter: one of the nurses was giving injection and stuck herself with needle due to the plunger bending.